Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 298mg/dl. The customer's expected fasting blood glucose test result range is 90 to 103mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 143 and 131mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/25/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer stated "he was calling because blood sugar is high and that he did not need to go to the hospital." He denied signs and symptoms of hyperglycemia. Customer did not know hga1c and he did not have any changes of diet, medication or exercise.